Event description:
It was reported that two farawave catheters and faradrive sheath were selected for use during a pulsed field ablation (pfa) to treat atrial fibrillation. The first farawave catheter and the faradrive sheath were prepared. While inserting the catheter into the sheath, it was noticed that there were dust or dirt spots on the handle of the farawave. Hence, the faradrive and farawave were both replaced. Additionally, dirt or dust was also noticed on the next farawave catheter selected for use, which was then replaced again. Then the procedure was completed. No patient complications were reported. The farawave catheters are expect to return for analysis. The faradrive is not expected to be returned as it had contact with contaminated catheters.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.